Event description:
It was reported that the ilet user¿s fiancé contacted support after the user accidentally announced five meals in succession, after which the user experienced persistent low glucose readings in the mid-60s despite taking oral glucose and snacks. Troubleshooting and education were provided regarding continued intake of fast-acting carbohydrates until glucose stabilized, consistent with a usage error related to meal announcements and the device¿s user interface. Symptoms included hypoglycemia with a nadir of 63 mg/dl. Outcomes included minor injury of hypoglycemia with no lasting health consequences or impact. Investigation included interviews with the user and caregiver and analysis of information they provided. Investigation of this case revealed no device problem, while a usage problem was identified consistent with accidentally announcing meals. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.